Manufacturer narrative:
(B)(4)

Event description:
Information provided states that during a truelok case the 2 tensioners would not tension properly. The surgeon was required to tension each wire by hand causing a delay in surgery.